Event description:
A cartridge change error was reported with the pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean various components of the pump, but multiple attempts to load the cartridge were unsuccessful, leading to the decision to replace the pump. The customer agreed to return the faulty pump and use multiple daily injections as a backup therapy, declining any goodwill cartridges.